Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that the screen is filled with water and customer has been trying to get it to come back up but the display returns but does not stay on consistently. Customer stated that the insulin pump was splashed by water when he was walking along the beach. The insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned but then blanked out. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Customer received an unexpected restart alarm after inserting the battery. Blood glucose value is 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.